Manufacturer narrative:
(B)(4). Date sent: 8/18/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot/batch number, x9623k, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the plee60a used for sleeve gastrectomy. Required 2x gst60g and x7 gst60d. Last firing was for small proximal tag. On completion of firing gastric contents was observed in the abdomen. Staple line was inspected for completeness. Possible incomplete staples. Transected staple line with further 2x reloads. Negative leak test. On inspection of stomach the remnant stomach appeared intact with 3 complete staple lines along the cut line. Surgeon thinks maybe gastric contents came from remnant stomach but would like product complaint completed. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2023. D4: batch #826a66. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 826a66, and no non-conformances were identified.